Event description:
The manufacturer received information alleging a ventilator inoperable condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (gbx3100s19) is substantially similar to the bipap a40(1111169) and will be reported in the united states under bipap a40, k121623.

Manufacturer narrative:
Upon review, no allegation of a ventilator inoperative condition was reported. The device was returned for evaluation in relation to two fsn notices associated with the a-series device. Evaluation did not reproduce or identify any ventilator inoperative condition. Error code 228 was observed, corresponding to a high oxygen sensor reading. This condition is not currently assessed to present a risk of death or serious injury if it were to recur. The event has been documented and will be subject to ongoing monitoring and trend analysis in accordance with post-market surveillance requirements. At this time, no increased risk has been identified. Based on the available data and investigation results, this event has been determined to be not reportable.